Manufacturer narrative:
Investigation summary: low hemoglobin result. A customer technical advocate (cta) inquired if instrument was idle prior to running the sample which recovered low hgb. Customer checked and found there had been a 40 minute idle period prior to running the result with hgb=4.5 g/dl. The cta reviewed the operator's manual section 5 which states that if the instrument is idle for more than 15 minutes a background must be run prior to patient specimens being run. The issue was resolved with customer training regarding the requirement to run instrument backgrounds prior to running patient samples when the instrument has been idle for more than 15 minutes. Review of the operator's manual found the recommendation (for running a background if the instrument is idle for more than 15 minutes prior to running a sample) is repeated in section 6 for calibration guidelines and in section 11 under guidelines for running controls. Trending: a review of complaints reports, for cell-dyn 1800, list base 07h77-01 did not indicate any adverse trend for issues with discrepant hgb results. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev d section 5: operating instructions: routine operation; p 5-49; specimen analysis p. 5-58 section 6: calibration procedures: pre-calibration guidelines; p. 6-13 section 11: quality control: quality control procedures; guidelines for running controls: p. 11-3 quality control menu; performing a qc run; p. 11-25 appendix c-cd 1800 pre-calibration procedures check list; p. C-8. Conclusion: the cell-dyn 1800 analyzer was evaluated and no device failure was identified. The customer failed to follow instructions in the operator's manual to assure proper operation of the analyzer. No suspect results were reported out of the lab with no impact to patient management reported. This is the final report. End of report.

Event description:
The customer states, that the cell-dyn 1800 analyzer generated an initial hemoglobin result of 4.5 g/dl on the first run and when the sample was repeated, yielded a hemoglobin value of 12.3 g/dl. The 4.5 g/dl result was suspected to be low and was not reported out of the lab. No impact to patient management was reported.